Manufacturer narrative:
A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon was detached from the catheter shaft and was not returned for eval. Microscopic examination indicated the entire balloon had detached. Adhesive was noted on the catheter shaft. It was indicated this device was inflated beyond its rated burst pressure which may have contributed to this event. F11 - date MFR initially forwarded report to FDA. H6 - 86 (other - microscopic examination).

Event description:
A balloon ruptured following multiple inflations at 18 atmospheres, beyond its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilation procedrue. During withdrawal of the balloon catheter, the balloon material detached in the pt. Percutaneous retrieval attempts were unsuccessful and the balloon material subsequently migrated to the lung. The pt was asymptomatic and no further retrieval attempts will be made. The procedure was completed and the pt remains asymptomatic. The device has not been received for eval. Therefore, no failure analysis was available. Co's directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon do not reinflate and remove carefully.